Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient had a repair of a perineum lateral incision on (B)(6) 2012 and suture was used. Seven days post operative, it was found that the wound had dehisced. The surgeon removed the suture and used a different suture to close the incision. It is reported that the patient is now fine. Additional information has been requested.

Manufacturer narrative:
Results - a representative sample was returned for evaluation. The sample was found intact, sterile and the device met specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.